Manufacturer narrative:
(B)(4). Batch #(B)(4). The analysis results confirmed that seventeen lt100 cartridges were received sterile and with no apparent damage. One cartridge was opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. A drop test was performed on the remaining cartridge reloads and no loose clips were noted. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clips fell off and bleeding occurred. The cartridges were broken when the clip applier was introduced. It is unknown how the procedure was completed. No adverse outcome and no other reports were done.